Manufacturer narrative:
Failure analysis of the user interface (ui) front bezel assembly shows that the nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that caused the nav-ring to not function.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) verified the reported problem. The fse replaced the front bezel. The customer reported the unit was not in use on a patient.